Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: warnings: ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events: per table 1. Injection site responses by maximum severity in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. Postmarket surveillance: juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected in an unspecified injection site with juvéderm vollure¿ xc. Approximately four months later patient was admitted to the hospital and is being treated for (B)(6). Patient additionally has swelling. Patient was put on a steroid which is helping. Symptoms are ongoing.